Event description:
It was reported that the patient died. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified left anterior descending artery (lad). After a well-vessel preparation, a 3.00 x 38 synergy drug-eluting stent was deployed in lad. Second and third non-boston scientific stents were also deployed respectively in the left circumflex artery and the right coronary artery. It was noted that the patient condition was bad on the cardiac catheterization table. Following the procedure, the patient was transferred to the cardiac care unit. After some time, the patient developed hypotension, experienced chest pain, and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was immediately performed but the patient died. The official cause of death was cardiac arrest, and an autopsy was not performed.